Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) surgery because the device stopped performing as expected. The device was removed and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.